Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: g2

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A suplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed autofill failure alarm during use while moving patient from or to the ICU. The nurse troubleshooted by switching out pumps, replacing helium tank and repositioning of patient, but still the autofill failure alarm continued even after switching out pumps. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 ( investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: d10. A getinge field service engineer (fse) responded that (B)(4) is a duplicate of another complaint ((B)(4)). But not cancelled this complaint because, here in this event 2 pumps and 1 balloon are involved. A user error. This problem was with the balloon not either pump involved which is why the problem persisted when they changed pumps. Fse did not inspect both pumps. Fse only inspected the pump which was brought to the biomed shop. It is completely user error as customer hasn't checked on how to deal with the user alarms, also the alarm persisted even after changing to the second pump. No repair information available. In future if we receive any repair information will reopen and update the investigation. No harm reported.